Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 2000 ohms, resulting in a lead safety switch (lss). Myopotential oversensing in unipolar configuration was observed along with intrinsic amplitude out of range. Previous alerts for high out of range pace impedance measurements were also observed. (B)(6) technical services (ts) discussed possible programming options with the health care professional (hcp) as well as physician discretion on whether to turn lss off. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).